Manufacturer narrative:
The technician found that the caster wheels were worn. He replaced the brake caster wheels to repair the bed.

Event description:
Information received indicates when the brakes were engaged the casters did not hold.